Manufacturer narrative:
(B) (6)(B) (4) no code available (surgery).the complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stent placement procedure performed on (B) (6) 2010. According to the complainant, the stent was placed without any complications for a 4 cm malignant stricture, located between the pylorus of the stomach and the duodenum. On (B) (6) 2010, it was noted that the stent had migrated, as evidenced by the patient's symptom of "big spit". Free air was noted on computerized tomography (CT) scan at the site of the stent placement in the small intestine. On (B) (6) 2010, the patient underwent surgery. The stent was removed, and another stent was not implanted. The patient's condition at the conclusion of the procedure was reported to be "good".